Event description:
Pt's arm was red and swollen due to possible reaction to midline catheter. Exit site left antecubital single lumen. Nurse pulled midline. Midline was being used for vancomycin therapy.